Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample or photos have been provided. The customer complaint was regarding cuts in the outer shipping carton. Evaluation of the receiving process for these products found that they are shipped as a fully assembled, prepackaged unit with a part number stamped on the cover. A reference picture is attached which is a representation of how the saf-t holder is individually packaged. Once accepted, the shrink wrap is removed from the pallet and rewrapped in netting to be sent out for sterilization. Although, the claimed damage does not affect the integrity of the finished goods, it has been addressed with the warehouse department. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were "cutter marks on the packaging." This occurred when opening at the facility. There was no patient involvement, and no patient harm/adverse event reported.